Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately one day post-implantation, the patient experienced a posterior dislocation of the left unicompartmental knee bearing, with no reported intervention performed at that time. Subsequently, around two years post-implantation, the patient underwent a revision surgery in which the bearing was exchanged for a larger size. It was noted that gradual loosening of the surrounding soft tissue had occurred over time. No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b2, b3, b4, b5, d6, g3, g6, h2, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf uni tib tray sz b lm PMA; item# 154720; lot# j7479805. Oxford uni twin-peg femoral sm; item# 166941; lot# j6871530 g2 - foreign: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately one day post-implantation, the patient experienced a posterior dislocation of the left unicompartmental knee bearing. It is currently unknown what medical or surgical intervention was performed to address the incident. Due diligence is in progress for this complaint; no additional information or product has been received at the time of this report.